Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was discarded by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system cat8 aspiration catheter (cat8). During the procedure, the physician inadvertently kinked the cat8 upon insertion into the non-penumbra sheath; therefore the cat8 was removed. The procedure was then completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.